Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated that it started with the device being slow to respond and then the alarm occurred. Customer stated that he was working outdoors in the heat with the insulin pump. Blood glucose 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.